Event description:
New information received indicates that loss of capture and high impedance were observed. The device was explanted and replaced

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported noise and inappropriate therapy delivery were confirmed in the laboratory via review of the stored electrograms. The reported set screw, capture, and impedance anomaly were not confirmed. The device was tested on the bench and no anomaly was found. The cause of the reported field events could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient received inappropriate shock due to ventricular lead noise. No capture was also noted. A possible set screw anomaly or lead dislodgement was suspected. Therapy was disabled and replacement is being considered.